Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer as it remains implanted. Attempts to obtain additional information have been unsuccessful. Without return of the explanted device or additional information the reported clinical observation cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 29mm pericardial aortic valve that required valve in valve intervention due to unknown reasons after an implant duration of 12 years, six (6) months. The patient was implanted with a 29mm transcatheter valve within the existing valve. There were no reported complications. Attempts to obtain additional information were unsuccessful.